Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer septal occluder was selected for implant using a 10f amplatzer trevisio intravascular delivery system. Prior to procedure, the patient's condition was good. No pericardial effusion was observed prior to procedure. "Various stability tests were performed," and the occluder was released for implant. Post-implant, no pericardial effusion was observed. The patient was reported to have been doing well in the afternoon following implant. On (B)(6) 2025, in the morning, cardiac tamponade was observed. Ultrasound was performed, which showed circumferential pericardial effusion that was subsequently drained successfully and the patient stabilized. However, approximately one hour later, a second tamponade was observed and the patient experienced cardiac arrest. Thoracic surgery attempted to open the chest to view the wound but noted pulsatile red blood ejection. The patient was reported to have passed. The cause of death was suspected as "probably aorta erosion."

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer septal occluder was selected for implant using a 10f amplatzer trevisio intravascular delivery system. Prior to procedure, the patient's condition was good. No pericardial effusion was observed prior to procedure. "Various stability tests were performed," and the occluder was released for implant. Post-implant, no pericardial effusion was observed. The patient was reported to have been doing well in the afternoon following implant. On (B)(6) 2025, in the morning, cardiac tamponade was observed. Ultrasound was performed, which showed circumferential pericardial effusion that was subsequently drained successfully and the patient stabilized. However, approximately one hour later, a second tamponade was observed and the patient experienced cardiac arrest. Thoracic surgery attempted to open the chest to view the wound but noted pulsatile red blood ejection. The patient was reported to have passed. The cause of death was suspected as "probably aorta erosion."

Manufacturer narrative:
An event of circumferential pericardial effusion, cardiac tamponade, patient death one day post septal occluder implant was reported. The presumed cause of death was reported as aorta erosion. Information from field indicated that pfo closure was attempted initially using an 30-25 mm amplatzer talisman pfo occluder, however, the device was not stable, and a decision was made to implant an aso. The device remained implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of reported incident and patient effects could not be determined. Based on the information received and medical review, 20 mm aso to close the pfo in this patient was too large for the encountered anatomy and resulted in impingement into the aorta with subsequent erosion. However, this could not be confirmed. The reported patient effects of pericardial effusion, cardiac tamponade, erosion, cardiac arrest and patient death appear to be a cascading effect. The reported unexpected medical intervention is a result of case-specific circumstance as pericardiocentesis was performed to drain the effusion. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.